Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the subject device exhibited does not display images when using 180 scopes. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The customer contacted olympus technical assistance support (tac) via phone. The customer checked the socket for debris and wiped a little dust out of the socket but still did not have an image. The customer informed tac of the event. The device will be returned to olympus for evaluation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty patient board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device has no image due to faulty patient board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.